Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors might have contributed to the event, including the post-dilatation with a noncompliant balloon, which reportedly led to overexpansion of the evolut frame and resulted in a ventricular septal defect (vsd). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Haberman, d, lupu, l, chitturi, k. Et al. A cautionary tale: balloon postdilatation of balloon-expandable valve to treat a degenerated self-expanding valve resulting in vsd. J am coll cardiol intv. Null2025, 0 (0). As reported through literature publication, the patient underwent a tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra (s3u) valve in a pre-existing non-edwards valve. During the procedure with the s3u valve, post-implantation hemodynamic assessment revealed a residual transvalvular gradient of 30mmhg. Additional expansion was performed using a 22mm non-edwards balloon, after which the transvalvular gradient reduced to 15mmhg. Per report, the patient tolerated the procedure well. On postoperative day 1, transthoracic echocardiography revealed a peak gradient of 31mmhg with a jet, which raised concerns about membranous ventricular septal defect (vsd), which was later confirmed. Two weeks post discharge, the patient reported weight gain and leg edema, which responded moderately to diuretic medications. While an interventional solution was proposed, the patient opted for palliative care. According to the publication, "the decision to select a 23-mm sapien valve was wrong, as the nominal waist of the previously implanted 23-mm evolut valve is 20 mm in diameter". It was noted that in hindsight, "a 20-mm sapien valve and a smaller postdilation balloon might have been safer" as "post-dilatation with a noncompliant balloon produced a "dog-bone" effect, yielding overexpansion of the evolut frame at the inflow, resulting in vsd".

Manufacturer narrative:
The investigation is ongoing.